Event description:
It was reported that the patient presented to the hospital following an audible device alert and an interrogation indicated right ventricular (rv) lead oversensing of sensing integrity counter (sic), out of range impedance and a high threshold value. A x-ray was performed and a lead fracture was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.